Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the poppet valve for the manifold was not shifting. Additional malfunctions include the filter for the cab filter was missing.